Event description:
It was reported via repair work order that the head of the bed would fall when raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.